Event description:
Pt presented to the o.r. For a placement of right subclavian permacath and removal of right internal jugular mahurkar catheter. The introducer and sheath were inserted into the pt's vessel. Upon removal of the sheath, it ripped apart and a portion remained inside of the pt. The surgeon recognized the abnormality on fluoroscopy and immediately removed the shredded portion of the sheath with no injury to the pt.